Manufacturer narrative:
(B)(4). Batch # l90x8n. The handpiece was received attached to a har36 device. The handpiece was forcibly removed from the device. The nose cone was cracked. In addition, the mount was noted to be loose. No functional testing could be done due to the condition of the returned device. The handpiece was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to a gastric bypass procedure, "instrument could connect correctly with hand piece. Instrument could not be removed from hand piece, now to try connecting again." No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.